Manufacturer narrative:
Device passed the self test and displacement test. The test energizer battery was removed from the battery compartment and the pump was monitored for ten minutes. The device powered up properly after insertion of the battery and no unexpected pump error 23 alarm were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
(B)(4). Pump error 23. Country: (B)(6); input date: (B)(6) 2017 warranty start: 06/10/2016, warranty end: 06/09/2020, batch - ng1093251h.